Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an 0.018" guidewire stuck inside the 7.0mmx40mmx80cm sterling balloon catheter inside of a 4f sheath. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen was stretched from the proximal end of the balloon going proximally approximately 34.2cm. Microscopic examination revealed that the balloon has a longitudinal tear approximately 22mm from the tip and is approximately 2mm long. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon was unable to deflate. A 7.0mmx40mmx80cm sterling balloon catheter was selected for a procedure in an arteriovenous shunt. The sterling was used with a non-boston scientific 4fr sheath and 0.018" guidewire. Balloon dilatation was performed twice. Deflation was unable to be performed with a dilatation syringe nor a 20ml syringe. Additional dilatation and deflation was attempted without success. The process was repeated using only saline versus the initial half saline half contrast mixture without success. The patient was punctured again and the sterling balloon catheter in the shunt was pierced from the outside with a cannula under fluoroscopy. The sheath was removed together with the balloon and guidewire. There were no patient complications and the patient was fine post procedure.

Event description:
It was reported that the balloon was unable to deflate. A 7.0mm x 40mm x 80cm sterling balloon catheter was selected for a procedure in an arteriovenous shunt. The sterling was used with a non-boston scientific 4fr sheath and 0.018" guidewire. Balloon dilatation was performed twice. Deflation was unable to be performed with a dilatation syringe nor a 20ml syringe. Additional dilatation and deflation was attempted without success. The process was repeated using only saline versus the initial half saline half contrast mixture without success. The patient was punctured again and the sterling balloon catheter in the shunt was pierced from the outside with a cannula under fluoroscopy. The sheath was removed together with the balloon and guidewire. There were no patient complications and the patient was fine post procedure.